Manufacturer narrative:
E.1. Initial reporter facility: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-jan-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device had not been detected on the bus. The field service engineer (fse) reported that the customer had indicated tower door 3 was not working. When the fse arrived, no tower doors were detected, although lights were present on the door controller. The fse found a damaged pyxibus cable between the main unit and the tower. The cable was replaced to resolve the issue. The fse verified that the door functioned properly in diagnostics. The customer successfully tested the doors in the application. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower was not detected on bus. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.